Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that an asymptomatic patient presented with their atrial leadless pacemaker (lp) exhibiting high capture thresholds. The lp was explanted. Physician noted, that the inner helix of the device was compressed. And decided, to replace it with another. The replacement device, also exhibited a compressed helix before package was even opened. A second replacement device was opened and implanted in the patient. The second replacement device, then dislodged in the atrium. It had to be retrieved, by grabbing the helix, which damaged it. A third replacement device was then successfully implanted. Patient was stable.

Manufacturer narrative:
The reported events of capturing problem and helix damage were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned for analysis. Visual, electrical, mechanical, and longevity analysis were normal with no anomalies found.